Manufacturer narrative:
A steris service technician arrived onsite to inspect the unit and found no issue with the function or operation of the sterilizer. The sterilizer was returned to service. While onsite the technician was informed by user facility personnel that the employee was not wearing proper ppe at the time of the reported event, specifically gloves. The century sterilizer operator manual states (1-1), "warning - shock and burn hazard: sterilizer, rack/shelves, and loading car will be hot after cycle is run. Always wear protective gloves and apron when removing a processed load." The technician counseled facility personnel on the importance of wearing proper ppe, specifically gloves, when removing a processed load. No additional issues have been reported.

Event description:
The user facility reported that an employee was removing a processed load from their 16" century sterilizer after a completed cycle and bumped their hand on the top of the chamber resulting in a burn. Medical treatment was administered.